Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 237mg/dl. The customer reverted to manual injections for insulin therapy. As the contact was not with the customer and the pump, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.